Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the rotation aperture mechanism of the mlx 300w xenon lightsource (00mlx) appeared to be stuck and could not turn. Additionally, "there seem to be smoke coming from the lamp and most likely need to be replace." It is unknown under what circumstance this event occurred; however, no patient injury, death, or surgical delay was reported.

Manufacturer narrative:
Updated fields the mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the returned 00mlx mlx 300w xenon lightsource was in used condition. The reported problem was duplicated. The evaluation of mlx 300w xenon lightsource (00mlx) identified that the inside of the mlx was very dusty, the bezel had physical damage on the inside, the lens was popped out and the light was angled to the bezel causing the burning smell. In addition, the lamp had over 1000 hours, the ac ferrite core had physical damage, and the power supply unit (psu) needed replacement. The bezel assembly, ac ferrite core, psu, and lamp, were replaced. Evaluation and function test were performed and the mlx passed all tests. The attenuator switch was replaced also due to noise during the attenuating settings being changed. Root cause analysis: the reported complaint was confirmed. The issue with the 00mlx was most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
N/a